Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of the event is estimated

Event description:
It was reported the patient's ipg has migrated closer to the top of the skin to where the patient can feel it causing discomfort. Surgical intervention may take place at a later date to address the issue.